Event description:
In 05, nellcor puritan bennett received a report where it was claimed that the inner cannula of a 6lpc tracheostomy tube is not locking into place. The caller reported that the locking tabs on the inner cannula appeared to be too long preventing full insertion. The caller reported that the tube was replaced with one of the same model.